Manufacturer narrative:
Lot #, device mfg date now provided.

Manufacturer narrative:
Device lot number, or serial number, is not available as part has not been returned. Product is class I for us regulations and does not require a 510(k) designation. Device manufacturing date is dependent on lot number/serial number, therefore unavailable. Part not returned to manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the end cap of the ratcheting small straight handle came off while the surgeon was hitting the handle with a hammer. A new instrument was used to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: lot number provided.

Manufacturer narrative:
Correction: to manufacture date.